Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient was referred to a physician for pillcam small bowel capsule procedure after diagnostic testing revealed a questionable mass in the small bowel. In addition, the patient has a previous medical history of pelvic radiation treatments. The physician was hesitant to perform the pillcam procedure because there was an identified mass and opted to perform the patency capsule procedure first. The patency capsule was ingested on (B)(6). An x-ray was performed because after 28 hours, patency was not yet proven (the patient had not passed the patency capsule). The physician opted not to perform the pillcam procedure. On (B)(6), the patient arrived at the emergency room with nausea, vomiting, and abdominal pain. The patient was admitted to the hospital, and a CT scan was performed showing a calcified mass in the small bowel. There was a subsequent small bowel resection performed and 50 cm of small bowel was removed during the resection, the surgeon found a suspected patency capsule component and piece of white-yellowish plastic. According to the surgeon, the small bowel was twisted at the site of an adhesion and there was no perforation or ¿mass¿ found. The surgeon also stated, the patency capsule remnants were found during the surgery, but they were not the cause of this obstruction. The patient has returned home and health condition is improving.